Event description:
It was reported that the asymptomatic patient presented to the emergency department with an implantable cardioverter defibrillator that exhibited backup operation. Programming changes were made to restore normal device function. The patient was in stable condition.